Event description:
The reporter stated the surgeon inserted a collamer plate lens but the lens tore. The incision was enlarged to remove the lens and sutures were required. The reporter stated it was unknown as to why the lens tore.